Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, guide catheter: heartrail 2 6f jl4, other: inflation device (boston). (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. The xience alpine everolimus eluting coronary stent system, domestic electronic instructions for use states: attach an inflation device. With the tip down, orient the delivery system vertically. Pull negative for 30 seconds; release to neutral for contrast fill. Purge the inflation device of all air. Repeat until all air is expelled. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid left anterior descending artery with no tortuosity, no calcification and 90% stenosis, pre-dilatation was performed. A 3.25x38 mm rx xience alpine stent delivery system (sds) was advanced without resistance and the balloon was inflated; however, the pressure indication stopped increasing at 10 atmospheres. Contrast media was observed to be flowing from around the distal portion of the deployed stent/balloon area. The stent itself was deployed. The sds balloon was deflated and the sds was removed out of the deployed stent without resistance. Reportedly, before use air aspiration was performed inside of the patient anatomy and there was no anomaly noted. The physician suspects the distal part of the balloon may have been ruptured or torn but could not be confirmed. The deployed stent seemed to be apposed to the vessel wall on cine; however, post-dilatation was performed to ensure the stent implant was well-apposed to the vessel wall with a balloon catheter. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.